Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump had multiple pump error alarms including unexpected restart. The customer's blood glucose reading was 400 mg/dl at the time of incident. Troubleshooting found that the pump passed the self test but that it had been dropped and is cracked at the battery compartment. Customer was advised to discontinue use of the device and revert to a back-up plan per their doctor's instruction. The customer was also advised that the device would be replaced and agreed to return the product for analysis. No further details given. Customer declined to troubleshoot for high blood glucose.

Manufacturer narrative:
The insulin pump passed functional testing including operating currents measurement, self-test, unexpected restart error test, displacement, rewind, basic occlusion, occlusion, prime and excessive no delivery test. No external ram crc error, unexpected restart alarm noted. The drive support disk was inspected and no anomaly was noted. The insulin pump was received with cracked case at the display window corner, broken battery tube threads, cracked reservoir tube, broken reservoir tube lip and minor scratched display window.